Event description:
It was reported that sometimes a bolus is delivered, and sometimes it is not. The battery was changed, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.